Manufacturer narrative:
Date of report: 29sep2021.

Event description:
It was reported to philips by a customer that the unit was alarming low leak co2 rebreathing risk. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated the unit alarmed after a few breaths (low leak co2 rebreathing risk). The rse informed the customer to replace the gas delivery system and provide the part ID. The customer replaced the gas delivery system to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.